Event description:
It was reported that there was an under the infusion. The starting volume had been listed as 101 ml, with a continuous infusion rate that had been set to 0.6 ml per hr. The pump had indicated that 99.85 ml had been delivered, although no visible infusion had appeared to occur. The medication remaining in the cassette had not matched the reservoir volume displayed on the pump. The remaining medication had been withdrawn to confirm the discrepancy, and the amount remaining had been measured at approximately 100 ml. The air detector and the upstream sensor had been turned off, and the length of infusion had been recorded as 7 days. The pump had not been used to prime the extension tubing. Instead, the tubing had been primed manually or with the designated IV room priming pump. The patient had been medically affected, as it had been determined that the patient did not receive a full week of chemotherapy. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.